Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as having a burnt appearance. There was no alleged device malfunction contributing to the irritation. Patient reports that they are in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's skin condition was treated while they were in the hospital. Follow up indicated that the skin irritation improved.